Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this pacemaker exhibited oversensing of noise causing pacing inhibition for the patient. The pacemaker remains in service and there were no adverse patient effects reported.